Event description:
Note: this MFR report pertains to one of two device complaints that occurred during the same procedure. Refer to associated MFR report # 3005099803-2009-05305 for a description of the other device. It was reported to boston scientific corp that two resolution clip devices were used during a hemostasis procedure performed on (B)(6), 2009. According to the complainant, both the first and the second clip prematurely deployed while inside the pt. Each of the clips remained attached to the catheter and was removed from the pt. A third resolution clip device was used to complete the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device functioned as designed and had no visual deformities. The clip assembly was actuated several times and deployed per design. Two distinctive clicks were heard. The complaint as reported has not been verified through product analysis. A root cause for the reported complaint could not be determined. A review of the device history record (DHR) was performed; no a anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specific lot. (B)(4).